Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "during the insertion of the jugular vein it was noted that the needle entered air. Initially, it was assumed that the patient had suffered a pneumothorax. Therefore, the patient was x-rayed and there was no pneumothorax detected. The needle was visually inspected and cracks in the plastic hub were noted. As a result, a new set was used to place a cvc successfully. Customer reported there was no harm or injury reported but the patient needed an x-ray."

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis of the introducer needle revealed that the hub was severally cracked. No other defects were observed. A lab inventory syringe filled with water was attached to the introducer needle. The plunger was compressed, and water was observed leaking out of the crack on the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of a cracked needle hub was confirmed through complaint investigation. Visual examination revealed a crack on the needle hub. Additionally, functional testing revealed that the crack causes the needle hub to leak. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "during the insertion of the jugular vein it was noted that the needle entered air. Initially, it was assumed that the patient had suffered a pneumothorax. Therefore, the patient was x-rayed and there was no pneumothorax detected. The needle was visually inspected and cracks in the plastic hub were noted. As a result, a new set was used to place a cvc successfully. Customer reported there was no harm or injury reported but the patient needed an x-ray.".